Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed. The product returned for evaluation was one 0.018 in. Nitinol guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle and/or excessive tensile (pulling) force on the guidewire. The returned product sample was evaluated, and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: ¿ shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle) ¿ narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that staff advise this device was being inserted for long term therapy. Needle was inserted at a fairly steep angle. Flexura guidewire inserted via needle - vein constriction noted. Feedback that needle turned contributing to wire not being able to be removed despite all attempts to do so. Clinical specialist determined wire was in subcutaneous tissue, local anaesthetic administered and wire able to be removed. Please note that the wire has unravelled, a feature not observed in any situation previously while this PICC kit component has been used. While this may potentially be a user related issue, it appears the wire has delaminated.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Event description:
It was reported that staff advise this device was being inserted for long term therapy. Needle was inserted at a fairly steep angle. Flexura guidewire inserted via needle - vein constriction noted. Feedback that needle turned contributing to wire not being able to be removed despite all attempts to do so. Clinical specialist determined wire was in subcutaneous tissue, local anaesthetic administered and wire able to be removed. Please note that the wire has unravelled, a feature not observed in any situation previously while this PICC kit component has been used. While this may potentially be a user related issue, it appears the wire has delaminated.